Event description:
It was reported that there was high threshold on the right atrial (ra) lead that caused early battery depletion of the implantable pulse generator (ipg). The device and lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.